Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had a seroma over the pump for roughly a year (relative to (B)(6) 2018). A pocket revision was attempted, but since that did not resolve, they wanted to permanently shutdown the pump and the pump would be explanted (B)(6) 2018. There were no further complications reported at this time.